Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced headaches / dizziness and the device in the patient's chest moved. Chest radiographs (x-rays) were taken and showed that the device was flipped in the patient's body. The patient also experienced tensing of the lead. It was later reported that on (B)(6) 2017, a procedure was performed to re-position the inverted device and the cause of the event was the pocket site being too low on the patient as the patient always slouches. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the serial / lot number of the implantable neurostimulator (ins) and lead were unobtainable. The implant date of the ins was also noted as being unobtainable. It was also noted that after the repositioning on (B)(6) 2017, they received no further issues. No further complications were reported/anticipated.